Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that during the adc freestyle libre sensor application, it failed to attach due to the sensor and applicator being stuck together. As a result, the customer was unable to monitor their blood glucose and experienced dizziness, fainting, and a loss of consciousness. The customer required sugar as treatment by the mother. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m00664m7t0 has been returned and investigated. A visual inspection was performed on the returned applicator and no issues were observed. Applicator had not fired and the sheath was locked. The applicator was unlocked and fired applicator onto the simulated skin. Applicator was able to fire correctly. Visually inspected the sensor pack and no issues were observed. The lid was completely peeled off. Visual inspection was performed on the platform and no issues were observed. Visually inspected the sensor and no issues were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.section e-1 (country) was incorrectly documented as germany in the initial MDR 30 day report. Section e-1 has been updated to italy.

Event description:
A caller reported that during the adc freestyle libre sensor application, it failed to attach due to the sensor and applicator being stuck together. As a result, the customer was unable to monitor their blood glucose and experienced dizziness, fainting, and a loss of consciousness. The customer required sugar as treatment by the mother. No further information was provided. There was no report of death or permanent injury associated with this event.